Manufacturer narrative:
Carefusion neurocare is sending in a new electrical stimulator to our distributor, (B)(4), who is going to the hospital in (B)(4) to test the viking select in its current condition and then replace the electrical stimulator and perform testing again.

Event description:
Customer was using our viking emg equipment and our electrodes along with a new/different electrocautery (esu) device when conducting spinal iom. Customer reported three patients received small circular, about 2, diameter, burns at the side of the stimulator. No medical intervention of the burns was indicated.